Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the radiation was not happening. The philips engineer suggested service, but quote was not accepted by the customer and no service has been provided from the philips. No further reports of the reported problem have been received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.